Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas appeared unresponsive despite showing approximately half battery, then powered on intermittently and resumed normal function when placed on a charger. Symptoms included no reported adverse clinical effects. Outcomes included no change to therapy, no medical intervention, and no hospitalization. Investigation included customer troubleshooting and education with instructions to recontact if the behavior recurred. Investigation of this case revealed a transient device unavailability consistent with an unexpected shutdown or power cycling, potentially related to power management or firmware behavior, with recovery upon external power. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending additional evidence.